Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the meter does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/07/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 5/21/2013 with the following findings: the meter passed testing and functioned properly. No faults were found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time. Lifescan will evaluate the product(s) and inform FDA of product(s) that do not pass inspection in a supplemental report.